Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test and compromised force sensor system alarm at 4.0lbs during the prime/compromised force sensor system test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that he was trying to fill tubing on his infusion set and he a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 148 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the pump has not been dropped or bumped. Customer stated that the drive support cap appears normal. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.